Event description:
The customer reported that on (B)(6) 2011 a leak was observed on an unicel dxc 600 synchron system. The leak was believe to be a water leak and appeared to be coming from the low pressure regulator. The customer stated the deionized water canister was completely full of water. The instrument generated "hydro smart module not communicating" errors. There was no biohazardous exposure to healthcare worker uncovered wounds or mucous membranes and no injuries were reported. No personnel sought any medical attention in association with this event. No patient results were affected by this event. No death, injury or modification to patient treatment was associated with this event.

Manufacturer narrative:
Service was dispatched to the site to address the issue. The field service engineer (fse) determined the instrument had been leaking water from the 10 psi (pounds/inch2) valve. The fse verified float switch operation which was found to be operating normally. The instrument hydropneumatic system was inspected and no problems were noted. The fse removed lines to the deionized water tank and actuated valves to clear lines. The low pressure regulator was adjusted to a lower pressure, and the lock nut was tightened. The instrument was primed fifty times with no instrument errors or leaks observed. The customer tested samples with no errors produced. The instrument performance was verified per established procedures, and was subsequently returned into service.